Event description:
It was reported that the patient presented remotely via merlin.net transmission. The egm showed intermittently atrial undersensing. The patient was brought into clinic for follow-up. The device was reprogrammed. The patient was in good condition.